Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/spinal pain. It was reported that the patient was experiencing icy cold sensation and felt like a bee was stinging her when stimulation was turned on. Numbness was also reported. Patient was experiencing headaches and caller indicated she suspected the patient was stressing from side effects with triggered headaches. Intermittently for the past 2 weeks. The caller reached out to the patient's healthcare provider who reported that the lead may have moved. Additional information was received on 05/25/2018 from a manufacturer's representative. It was reported that the patient was having facial paralysis, ticking sensations and tingling in her entire upper left side "all upper extremities" as well as tongue curling, facial contortions when stimulation was turned on. It was reported a buzzing sensation continued after device was turned off. Rep ran impedance check which was normal in all positions. Rep confirmed symptoms via cycling stim on and off. It was reported the issue started a week and half ago after a fall. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) indicating that no lead movement had been established. The rep reported that the patient was planning to make an appointment to see neurosurgery, and the rep had no further information. No further complications were reported.